Event description:
The event occurred during inspection for use for an unknown therapeutic procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that an image was not displayed and the e216 error occurred due to a failure caused by water immersion in the cable and coupled charge device. The event can be prevented by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high definition camera head did not display an image and has noise on the screen. It is unknown when the issue was observed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found circuit board failure, breakage of the cable head¿s side stop, and a cracked connector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.